Event description:
Dealer advised left cross brace is bent, dealer advised thinks this is bent because had to replace right cross brace and left side was strained, dealer advised chair is only used at school, no injury.